Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, and it was confirmed that the cartridge alarms were reported with consecutive cartridges, though not previously with this pump serial number. There was no adverse impact to the customer's blood glucose level. Cts initiated the process to replace the pump, and the customer will utilize a backup insulin pump to ensure continuous insulin delivery. The customer acknowledged instructions on returning the problematic pump and setting up the replacement, which was shipped without requiring a signature upon delivery.